Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# j11276r01, serial# (B)(4), implanted: (B)(4) 2002, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving methadone, ketamine, dilaudid and morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and chronic low back pain. It was reported that the pump had been beeping for a week and was stated to be a 5 beep sound. No patient symptoms were reported. No further complications were reported. Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the pump had been alarming for about three weeks and the logs showed a motor stall. The logs only went back to (B)(6) 2018, so the date of the stall was unknown. A state of tube set was reached on (B)(6) 2018 and the stall recovered on (B)(6) 2018. The pump was being replaced on (B)(6) 2018 due to the stall. During the surgery they were unable to aspirate the catheter so they were going to replace the pump connector as well as the pump. The old pump was going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8578, lot# j11276r01, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Device was returned with no new information.